Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a loose and subsided right tibial component. Patient had b/l tkr on (B)(6) 2016 and had his left side revised for the same reason on (B)(6) 2017. Patient consequence? :yes. Patient consequence description:painful right total knee. Action taken for procedure:revision of right total knee. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.